Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for lot 525827x was reviewed. The actual sample(s) involved in the complaint event was received for evaluation. One syringes containing foreign matter was submitted. The foreign material on the plunger of the syringe appeared to be thread-like upon the visual and optical microscopic examination. Attenuated total reflectance fourier transform infrared spectroscopy (atf-ftir) was conducted on the foreign matter isolated from the plunger rod. The atf-ftir results indicate the foreign matter is similar in composition to the syringe barrel. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to the observed foreign matter include, but are not limited to: contact of the molded component with a harder surface, resulting in the removal of plastic from the molded component. Excessive molded component flash. Incomplete gate freeze during the molding process, resulting in gate strings on the molded component. Damage to the component transport systems for the plunger rod and barrel was not detected at the time of the reported issue. Cleaning and preventive maintenance activities are conduct at scheduled intervals to monitor for burrs or damage to the component transport systems to prevent to generation of plastic debris from the molded components. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. Excessive flash or gate strings were not observed at the time of the reported issue. Preventive maintenance requirements are established for the tooling and mold machines used in the manufacture of the molded plunger rod and barrel. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. The following control mechanisms are in place to prevent the occurrence and acceptance of plastic strings and debris during the syringe assembly and packaging processes: medtronic maintains material verification processes. The resin, silicone and rubber tips must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and plunger rod is conducted within a validated process. Visual inspections of the molded components are conducted on a periodic basis. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance requirements are defined and implemented to ensure tooling condition is acceptable for continuing process capability. The syringe assembly and packaging processes are validated to ensure process reliability and repeatability. Validated parameters are monitored throughout the manufacturing process. Cleaning and preventive maintenance activities are defined and implemented to ensure the condition of the assembly machine is acceptable for continuing process capability. Periodic inspections are conducted throughout the manufacturing process to ensure the requirements of the quality inspection standard are met. Production inspectors are required to periodically perform visual inspections of the syringe to the quality inspection standard. During manufacturing, leak testing is conducted to ensure the syringe draws, holds and expels fluid properly. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. This is a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 5/18/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The representative reports 2 faulty syringes reported, 60 ml syringes 8881560125, lot 525827x. Reported showing a hair line piece of plastic on the inside of the barrel. Appears to look like a shaved piece of plastic.